Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of (B)(6) 2025 was reviewed. The log file captured intermittent low voltage hazard and no external power alarms on (B)(6) 2025 from 09:30:26 to 09:35:15 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once external power to the mpu was restored. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became loose at the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu was removed from service; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested which revealed power cable disconnects, low power hazard, and no external power while on mobile power unit (mpu) power on (B)(6) 2025 from 09:30 to 09:35 due to power to the mpup being briefly interrupted. The pump was supported by the system controllers' emergency backup battery during these events. The alarms resolved when the mpu regained power. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended.